Event description:
It was reported that a malfunction has occured. When installing the insert, the interstice in the front edge can't be well fit. The insert can't be locked and fall out once bending. Changed for the same-mode product and fit well.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned insert indicated damage to the locking detail, dovetail, and on the locking face. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.